Event description:
After placing catheter into the right atrium it was noted that there was noise on the distal electrodes and no temperature was being displayed. A new cable was substituted with no change so the catheter was removed and exchanged with a new catheter. No problems reoccurred and the study continued without difficulty. It was a catheter malfunction. No injury to the patient.